Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. B)(4).

Event description:
It was reported that a portex blue line ultra cuffed tracheostomy tube pilot balloon and cuff deflated after one hour of use, as confirmed by a medical professional, in early (B)(6). A leak check was performed prior to use and confirmed there was no leakage. There was no need for an emergency tube change and there was no significant delay in therapy. The patient did not receive any medical treatment. No patient injury was reported.

Manufacturer narrative:
One used portex® blue line ultra® cuffed tracheostomy tube was returned for investigation. The device was received without its original packaging. Visual inspection of the returned device was conducted at a distance of 12" to 24" and under normal conditions of illumination; no defects were observed with the device cuff. During functional testing, a syringe was used to inflate the device cuff and the cuff was to rest for one hour; no leaks were identified. Investigation determined that the returned device operated as intended and no fault was found.